Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2015, patient underwent unspecified spinal procedure at th11-l3 (2a2b) for l1 burst fracture. Post-op, the right of th12 pedicle screw was found broken. Patient is scheduled to undergo a revision surgery on (B)(6) 2016, revision surgery will be performed to extend to th10 using hook and the right of th11 backed out pedicle screw will be removed and will be changed with hook. The tip of the right of th12 broken pedicle screw will be left in the patient's bone. Rod will be replaced too. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.